Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion at l5-s1 due to degenerative disc disease. Intra-op, tip of the driver broke off in the screw during placement into the patient. The surgeon was able to retrieve the screw but the tip was unable to be retrieved. No fragment of the device remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: approx. 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.